Event description:
As reported, the user detected there is hair inside the package before opening the package of a guardia¿ access embryo transfer catheter during an embryo transfer procedure. A photo was provided showing what appears to be a hair inside the package. The issue with this device was found prior to patient contact and the device was not used. The user changed to a new tube to continue the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: d3, g1 investigation evaluation as reported, the user detected there a hair inside the package before opening the package of a guardia¿ access embryo transfer catheter during an embryo transfer procedure. A photo was provided showing what appears to be a hair inside the package. The issue with this device was found prior to patient contact and the device was not used. The user changed to a new tube to continue the procedure. The patient did not require any additional procedure due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including device master record (dmr) review, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi), communication/interviews with personnel and instructions for use (IFU), as well as a visual inspection of the returned device were conducted during the investigation. One guardia¿ access embryo transfer catheter was returned in a sealed package. A dark hair approximately 1 in long can be seen inside of the sealed package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information for end users related to this failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. One device was returned in a sealed package. A dark hair can be seen inside of the sealed package. The investigation determined the device was manufactured out of specification due to a packaging operator error. Complaint awareness training has been completed for the relevant personnel. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.